Event description:
A pt's family member reported that they were having problems with the pt's meter. The meter would sometimes power on and sometimes it would not-neither by pressing the m-button nor with the test strips. The pt takes a set amount of insulin, but if they do a lot of sports, they have to reduce the dose of insulin according to the obtained results on the meter. On the date of event, they did exercise. That evening, they tried to test on their meter, and the meter would not turn on. They were unable to obtain any results and so they took their normal dose of insulin. Had the meter given them their blood glucose reading, they would have reduced their insulin accordingly. The next morning, they tried testing on the meter again and was able to obtain a reading of 59mg/dl. They were feeling "bad and aggressive". They had breakfast and felt better. While troubleshooting this meter, the meter did not turn on the first time they tried to (neither with the m-button nor with the test strips). The second time they tried to turn it on, it did. The meter was replaced. This case is reported because the meter failed to provide an actionable result when it was expected to. If the pt had been able to get a reading on the meter, they would probably have taken less than their regular insulin (because they had exercised) and not have been hypoglycemic the next morning.